Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. Upon review of the iabp log files, the stm observed electrical test fails code#4 and fault code #124 and noted that there was a potential issue with the drive transducer. The stm ordered the necessary parts and returned at a later date to replace the faulty drive transducer. Unrelated to the reported issue, the stm replaced the safety disk which was due for replacement. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an internal failure. There was no report of patient harm and no adverse event was reported.